Event description:
It was reported that during the implant procedure, there was no rwave sensing observed. Also, the lead's helix would not extend. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the full lead was returned analyzed, and no anomalies were found. There was blood on the distal end of the conductor. (B)(4).